Event description:
A malfunction was reported on the pump, identified by malf 12. Despite the frequent occurrence of this malfunction, there was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump with a new one equipped with updated software. The customer was notified about the shipping details and provided with instructions for returning the faulty pump and handling the new replacement. Training information would be accessible through the customer's tandem source account, and the customer agreed to the outlined steps for managing their insulin therapy during the transition.